Event description:
It was reported that the patient was seen at the physician¿s office. It was reported that the patient was not able to charge battery fully or for very long and that it just ¿shuts off¿ when patient was using it. It was reported that the patient was able to get 1-2 coupling bars on the recharging screen, patient used to get seven using the recharger. It was reported that the patient had fallen multiple times over the last several months and did have ¿three contacts >10,000 (2, 7 <(>&<)> 15).¿ it was reported that programming was done around the contacts and the patient was receiving adequate coverage. Patient was instructed to continue charging the device and notify manufacture representative with any more issues.

Event description:
Additional information reported that the manufacture representative had not seen or received any updates from the patient.

Event description:
Additional information received reported the patient had another surgery performed, and the system was explanted at that time. It was unknown what the cause of the surgery was, the rep had not been informed of reason.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3774,3 serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).